Manufacturer narrative:
(B)(4).

Event description:
This system was explanted due to erosion. Should additional information be received, this file will be updated.

Manufacturer narrative:
On 6/21/17 - corrected the event and explant dates. This system was removed due to infection and erosion.